Event description:
Hospira minidrip set in use -- post-op cardiac surgery patient came off bypass on levophed. Suddenly appeared to receive a large bolus of levophed with blood pressure spike to over 250 systolic. Situation immediately corrected by clinicians with no ultimate harm to the patient.